Manufacturer narrative:
Complained device has been temporarily returned to jp technicians workshop to be repaired but no information regarding repair activity has been provided yet. From complaint database review for similar events the photo sensors (pn: 97-103-648) and accessory spare parts are usually replaced to solve this issue. Complaints database review revealed that no further issue has been submitted for this unit since its manufacturing date in 2015. Based on all the above, the most likely root cause of the reported event may be traced back to defective photo sensors. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report stating that an evo (electronic venous occluder) clamp displayed an error code: "occluder 1 fault in occluder (1537)". After turning off and restarting the power, the alarm display disappeared. The event occurred during set-up. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in yokohama-city, japan. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.